Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12297. Note the pt received two extensions from the same lot number. It was reported, the pt's extension became superficial and eroded the skin under her right arm. The wound was draining fluid. The pt was taken to surgery and the physician applied mesh in the wound on (B)(6) 2014. At the (B)(6) 2014 wound check it was noted the wound was draining. It was also reported, the pt developed a hematoma near the ipg site. The physician successfully evacuated the hematoma on (B)(6) 2014. The pt is on antibiotics.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.